Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g1, h6 - medical device problem code, type of investigation, investigation findings, investigation conclusions and h11. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted over ten years prior to the reported event. Potential contributions of users and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm (B)(6). 02-012-41-4030 - logic tibia traptray cem sz 4f/3t. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient experienced prosthesis wear, osteolysis, instability and debonding of the femoral component. As a result, the patient underwent a left knee revision approximately 12 years and 9 months after initial implantation. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.